Event description:
Pt called manufacturer to report her dose of dupixent was undeliverable due to the needle falling off. Two replacement devices were delivered to (B)(6) on (B)(6) (ndc# (B)(4), qt# 4ml or 2 syringes) and delivery was then sent to (B)(6) for pt to replace unusable dupixent dose. Dose or amount: 300 mg, frequency: every 2 weeks, route: subcutaneously. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: intrinsic allergic eczema.